Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information indicates that the patient was having intermittent diaphragmatic stimulation. The field representative verified that lv lead was not dislodged. The lead was placed in a posterior-lateral branch and appeared that it might have advanced slightly on fluoroscopy. The lv lead was repositioned and remains in service. No additional adverse patient effects were reported.